Event description:
It was reported by the customer that a pyxis medstation system had a fridge failure. The customer stated that the fridge wont pop open, they tried recovering the space and its till not working to get medication out causing a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a screen issue. The field service engineer found that the nut falls off the sensor and reinstalled, applied conductive grease to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.